Manufacturer narrative:
The reported catheter model recognition issue was confirmed. The 10-pin eeprom was incorrectly programmed during manufacturing, consistent with the catheter being read as a flexibility curve dd when connected to ensite.

Manufacturer narrative:
Additional information: h6, h10 one bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Additional information: g3, g6, h2, h3 corrected data: h6 one bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The 10-pin eeprom was programmed with the incorrect model ID number during manufacturing, consistent with the catheter being read as a flexability curve dd when connected to ensite.

Event description:
During the redo pvi with cti line touch up procedure, it was noted that the tactiflex f/j ablation catheter was recognized as a flexability d/d on ensite x. The device was not replaced, and the procedure was continued without collecting geometry from the catheter or using the ablation arrow. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
(B)(6).